Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The power management (pm) board and the cpu board was replaced to address the reported problem. Failure analysis on the returned power management board and cpu board shows that power management (pm) board had a current sense resistor r31 with a bad solder joint that caused the 35v supply to shut down. This caused the ventilator to not start up and it triggered e/c 111b. Re-soldering r31 resolved the problem. No problem found with the cpu board.